Manufacturer narrative:
The report is based solely on the information provided by the customer and the territory manager assigned to this location. The territory manager responded to the due diligence email stating that the customer is not returning the device in question as the customer was only suggesting if there is a way to lock in a tone setting on the device. The left side cover where the push buttons are located is the only protection to hide these push buttons from someone to alter the tone setting. Another way is to keep the alarm away from the patient, so he/she cannot reach the alarm and change the settings. There is no feature of the alarm at the moment to lock the tone or other settings. A review of the complaint database did not reveal any similar events against this device in the past 2 years. Therefore, it appears this complaint was an isolated event. No serial number was provided; therefore, the DHR for this device cannot be performed. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states, test fall monitor functionality every time before each use and when leaving the patient unattended. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacture reference file #(B)(4). Product not returned.

Event description:
The customer has a complaint about the 8645. The customer states: (B)(6) reached out to me asking if there was a way to lock in a tone setting on the posey on cue alarm (sku# 8645). They had a recent fall with a patient where the alarm was set to a different tone other than the one they typically use. They did not know if either a staff member or patient/patient family changed the tone. The alarm was connected to nurse call, but they noticed the tone was different so staff did not recognize it as the posey chair alarm. The alarm operated as intended.